Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to pocket infection and erosion. Reportedly, the patient's device site turned red soon after implant. The patient also had fever and pneumonia. The physician had cleaned up the pus and bleeding. A small hole was noted above the device site. There were no additional adverse patient effects reported. The rv lead was explanted.